Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (product ID a1114a) was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements except for the lock having rotational and lateral movement. When the unit is properly positioned and put under pressure, unit will function properly. Unit needs heli-coils added to the large starburst threads. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00113. A facility reported that a patient was pinned in the mayfield infinity skull clamp (a1114) in prone position for an unspecified procedure, and when the surgeon readjusted the patient's position, the patient's head slipped and laceration occurred. The laceration was stitched to close, and another clamp was used to complete the procedure. Only one of the two clamps was involved in the incident however, the staff was unsure of which was one was used. Delay in surgery is unknown. Additional information has been requested.